Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident. The customer reported that they was not using auto mode at the time and she never had to seek medical attention. The customer stated that she stopped using the insulin pump for several months. When she tried the insulin pump again in the summer she started having high blood glucose again so she stopped using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing.